Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. The physician believes the patient is colonized with (B)(6) and it has never completely gone away. As a result, the physician explanted the patient's system to prevent re-occurring infections.

Manufacturer narrative:
(B)(6)2022 r.lanka: a review of the complaint database was performed. Complaints related to this patient ID number from the previous 4 years: none